Manufacturer narrative:
(B)(4).

Event description:
In (B)(6) of 2014, the pump was checked and the patient found out that the medication wasn¿t going through the catheter. The patient had been hurting for a year and a half. The patient had been complaining for quite a long time that she was hurting and the increases weren¿t helping. The patient would use the ptm (personal therapy manager) and it didn¿t help. During the time that she was complaining, she was put on celebrex. Not too long after being put on celebrex she started having stomach issues, so she quit taking the celebrex. Since then, she had been treated for stomach ulcers and stomach problems. Some days she couldn¿t get up because of the stomach problems and diarrhea. The patient was supposed to have an ¿upper gi¿ and colonoscopy. In (B)(6) of 2014, the device system was replaced and since then all of her problems were gone and she was on a much lower dose than she had been. The patient was wondering if the medication going into her tissue was causing her stomach issues. The device system had been delivering morphine since implant; in (B)(6) of 2014 dilaudid was put in the pump.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. Product ID: 8590-1, lot# n143105, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: accessory. (B)(4).